Event description:
Healthcare professional reported a right side capsular contracture, baker grade IV via ultrasound. Device has been explanted with capsulectomy and replaced with another manufactures device. Capsule submitted to pathology reporting cd 30 negative.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe since it is not related to the device. As per the investigation procedure deformation crease was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Continued e1 (phone number): (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture, baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported a right side capsular contracture, baker grade IV via ultrasound. Device has been explanted with capsulectomy and replaced with another manufactures device. Capsule submitted to pathology reporting cd 30 negative.

Event description:
Healthcare professional reported a right side capsular contracture, baker grade IV via ultrasound. Device has been explanted with capsulectomy and replaced with another manufactures device. Capsule submitted to pathology reporting cd 30 negative.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.